Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. There was no excessive no delivery alarms on the insulin pump. The device was unable to be primed during priming test due to faulty force sensor resistor. The insulin pump was unable to complete testing to prime anomaly. The device was received with minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call no delivery alarm and damage on the insulin pump. Customer's blood glucose level was 200 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was bumped and there was a deep scratch across the lcd screen. Customer advised they are not sure how the damage occurred. Customer advised they received a no delivery alarm three times and they changed out their site all 3 times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.